Manufacturer narrative:
Summary: investigation summary: customer returned photos of 3/10cc syringes from lot # 7177965. Customer stated that the drug looked muddy when drawing insulin which indicates foreign in the fluid path. However, the photos were examined and all syringes exhibited smeared ink on the barrel which is not a reportable event. A review of the device history record was completed for batch # 7177965 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink) which is not a reportable incident. Root cause: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time.

Event description:
It was reported that when drawing insulin, the consumer stated the ¿drug looked muddy¿ in the fluid path of a bd ultra-fine¿ insulin syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
The medical device lot number has been corrected to the information below: medical device lot#: 7177965, medical device expiration date: 2022-07-31, device manufacture date: 2017-06-26.